Manufacturer narrative:
At this time, the product has been returned and product analysis complete. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported by the physician that this patient came into the emergency department, after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Interrogation of this sicd device and its electrode there was non-physiological noise over-sensed in the primary vector resulting in an inappropriate shock. During evaluation, the artifacts are very easily reproducible with pocket manipulation in primary and supplementary vectors. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed that the imaging, advising that images revealed a good connection between the device and electrode. Additional it was found that the electrode is fractured at the pocket level. At this time the device remains implanted. No additional adverse patient effects were reported. The physician will be monitoring the patient closely. The device and electrode remain implanted. New information was received indicating that this s-ICD system and electrode where explanted. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the physician that this patient came into the emergency department, after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Interrogation of this sicd device and its electrode there was non-physiological noise over-sensed in the primary vector resulting in an inappropriate shock. During evaluation, the artifacts are very easily reproducible with pocket manipulation in primary and supplementary vectors. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed that the imaging, advising that images revealed a good connection between the device and electrode. Additional it was found that the electrode is fractured at the pocket level. At this time the device remains implanted. No additional adverse patient effects were reported. The physician will be monitoring the patient closely. The device and electrode remain implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the physician that this patient came into the emergency department, after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Interrogation of this sicd device and its electrode there was non-physiological noise over-sensed in the primary vector resulting in an inappropriate shock. During evaluation, the artifacts are very easily reproducible with pocket manipulation in primary and supplementary vectors. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed that the imaging, advising that images revealed a good connection between the device and electrode. Additional it was found that the electrode is fractured at the pocket level. At this time the device remains implanted. No additional adverse patient effects were reported. The physician will be monitoring the patient closely. The device and electrode remain implanted. New information was received indicating that this s-ICD system and electrode. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported.